Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue.

Manufacturer narrative:
This supplemental report #2 for MDR 2112667-2024-03501 is being submitted to correct the initial MDR that incorrectly indicated the report was a 5-day and 15-day report in block g6. Block g6 has been corrected to note the initial MDR should have indicated the report was a 30-day MDR.